Manufacturer narrative:
Continuation of medical devices: evolutr-26-us transcatheter valve implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent non-capture. The lead remains in use. No patient complications have been reported as a result of this event.